Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
(B)(6). It was reported by the vad coordinator that the power port of the controller was loose. The controller was subsequently exchanged with no reported patient consequence. No further information was provided.

Manufacturer narrative:
Additional information provided indicated that the event was not associated with any controller alarms or loss of power. The user did not apply excessive force when trying to connect the power sources to the controller. The device had not been dropped. The patient tolerated the controller exchange without issue. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event details was confirmed during the visual inspection. Power port 1 connector was found loose from the controller housing with the o ring gasket missing. Loose connectors are being investigated by the manufacturer with the supplier. Note: this controller was received with the old software version installed (no smr upgrade performed). The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.